Manufacturer narrative:
Insulin pump was received with unresponsive all the buttons due to moisture damaged electronic assembly on electrical board. Unable to verify an error in the motor was detected by reading unexpected value from hall sensor due to unresponsive buttons.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call error in the motor detected by reading unexpected value from hall sensor alarm on the insulin pump. Customer¿s blood glucose level was 11.9 mmol/l. Troubleshooting for the alarm was performed. Customer advised they were unable to clear the alarm and unable to rewind the insulin pump. Customer advised the issue was recurring and remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.